Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: h6(component codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1(event site name). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that a pinched power cord was detected, likely under the wheels of some heavy appliance. The power cable reel was replaced with its corresponding winder. Functional checks and diagnostic tests. The repair as well as functional tests were conducted. The device has passed all performance and safety tests according to manufacturer specifications. The device has been returned to the customer and authorized for clinical use.

Event description:
N/a.

Manufacturer narrative:
Other contact person: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump(iabp) device connected to the mains but does not turn on. There was no patient involved.